Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed oozing from their access site coinciding with ecchymosis. The patient underwent two washouts and a jackson-pratt drain pulled 500cc of fluid. To counteract the blood loss, an unspecified quantity of packed red blood cells and platelets were given to the patient. The pump was explanted the following day.

Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. Without the impella device or sufficient clinical details, the root cause of the access site bleeding was unable to be determined.